Event description:
It was reported to philips that the system was unable to perform exposure. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the cardio diagnostic procedure was completed on the same system, as the issue was limited to the tube filament and did not stop the examination. The philips remote service engineer (rse) analyzed the system remotely and detected an x ray tube defect, with the system indicating a failure in the large focus function of the frontal tube. The philips field service engineer (fse) inspected the system onsite and replaced the x ray tube because of a grid switch failure, along with performing beam alignment, tube conditioning, adaptation, yield calibration, edl, and detector frontend parameter backup. The x ray tube was returned for analysis and results indicated that the large filament had blown as a result of extensive usage. After replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. A scenario where the procedure can be completed on the same system, is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable.